Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on or charge properly) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was liquid contamination on the battery board. In addition, the q1 current controlling transistor was thermally damaged and the u13 component was corrupted on the bedside board. The cause of the inability to power on and charge properly is the damaged components and contaminated board. The cause of the damaged components is the liquid contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll indicating that a patient's charger was not powering on or charging batteries properly.